Event description:
Subsequent to the initial medwatch, additional information was received which stated the balloon was ruptured at an unspecified atmosphere below rated burst pressure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, the voyager balloon ruptured during use at an unspecified atmosphere. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. An attempt was made to pressurize the catheter and the analysis revealed a pinhole in the balloon above the distal marker band, confirming the reported rupture. There was also a scratch noted on the outer surface of the balloon on the pinhole and multiple scratches throughout the entire length of the balloon, suggesting that the failure may have been attributed to mechanical damage. Since there was no report of any leaks noted during device preparation, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experienced mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. No patient anatomical information was provided, which may have aided the investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In conclusion, although limited information was received with this complaint, based on the analysis of the returned product, the balloon rupture and mechanical damage noted may be related to circumstances of the procedure. However, since it cannot be determined what contributed to the damage leading to the pinhole, a conclusive cause for the balloon rupture cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.